Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal prialt 15 mcg/ml at 7 mcg/day via an implantable pump for non-malignant pain. It was reported that a sudden motor stall occurred during normal use occurred on (B)(6) 2017. The patient went to the hcp¿s office on (B)(6) 2017 to confirm the stall. Logs showed a motor stall occurred on (B)(6) 2017 at 09:03. Elective replacement indicator (eri) was at 29 months. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was scheduled for replacement after confirming the stall. The pump was replaced on (B)(6) 2017 and would be returned. The event was resolved. The patient¿s status was alive ¿ no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Patient code and conclusion code no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-may-08. The provided pump logs show a motor stall occurred on (B)(4) 2017 at 13:50 followed by a recovery on (B)(6) 2017 at 09:03.

Manufacturer narrative:
Update/correction: the initial report indicated that the ¿logs showed a motor stall occurred on (B)(6) 2017 at 09:03.¿ in error. The logs had instead showed a motor stall recovery occurred on (B)(6) 2017 at 09:03 h3: analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to a shaft-bearing. The previously applied results code (B)(6) and conclusion code (B)(6) are no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(6) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.